Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/02/2014).the patient¿s meter has been returned on 3/12/2014 and evaluated by lifescan product analysis on 6/18/2014 with the following findings:error message 1 is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient in the USA contacted lifescan to report the one touch verio iq meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient experienced the symptom of dizziness. On (b(6) 2013 the patient obtained the error message error 1 on the reported meter; he was unable to obtain a blood glucose result. The patient took the action of consuming less food and drink, and administered self-treatment with the oral diabetes medication metformin. He did not seek any medical attention. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptom was not indicative of severe injury and occurred prior to the meter issue, and the patient denied seeking medical attention. However, as the meter issue was not resolved, this complaint is being reported.